Event description:
The manufacturer received information alleging a ventilator was alarming for low inspiratory pressure. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, condensation was observed in the exhalation valve line in the patient circuit. The manufacturer concludes this was the cause of the customer's complaint. No malfunction of the ventilator was observed.